Event description:
It was reported that the insulin gauge was inaccurate across multiple cartridges. Additionally, multiple occlusion alarms occurred. The customer's blood glucose was 89 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.